Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker along with right atrial (ra) and right ventricular (rv) leads from another manufacturer exhibited muscle stimulation, noise, oversensing, and high out of range pace impedance measurements. It was thought that the observations were due to a lead issue and a revision procedure was scheduled. Two new leads were implanted and hooked up to this chronic device, however there was still noise. This device was explanted and replaced. No additional adverse patient effects were reported.